Manufacturer narrative:
Device passed the self test and displacement test. No insulin pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the main arm cannot communicate with the motor arm alarm occurred four times in the last 20 minutes. Customer¿s blood glucose level was 143 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump had to rewind and the 4 different times he was received the insulin pump error. Customer troubleshooting was performed. The insulin pump will be returned for analysis.